Event description:
The customer reported the system displayed a low ma error during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. (B)(4).